Event description:
Used a duraloc 60 cup with matching 60mm insert 22.5mm 10 degree. Non union occurred between cup and insert, only partial union. Couldn't impact it and couldn't disengage it and therefore had to take cup/insert out and go to a larger size. Surgery time delay of 50 minutes.